Event description:
During a laparoscopic banding procedure, the safety shield wound not retract to penetrate the tissue. The surgeon used applied another instrument. The hosp has reported that no pt injury occurred.